Event description:
It was reported that during an osteosynthesis, the drill strayed and jammed in the drill guide. The surgeon removed it with the motor, but it was very difficult. The surgeon completed the surgery by using another drill. No adverse consequences and no delay reported.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional info becomes available, it will be provided on a supplemental report.